Manufacturer narrative:
The device is expected to return for testing and investigation and has not been received.

Event description:
The event involves a customer allegation against a smallbore ext set w/microclave clear, clamp, rotating luer that leaked while the clinician was disconnecting the patient from the IV line. While flushing the line, the patient commented it was leaking. The clinician confirmed the pump was off and noted the cap had pulled off the tubing of the saline lock. It was noted that blood had started flowing out of the saline lock. The clamp on the device was closed and was replaced with a new device primed with saline. There was no adverse event reported.

Manufacturer narrative:
A portion of a single used mc3302 extension set was returned. The shuntless microclave was cut from the set and not returned as part of the investigation sample. The length of the tubing on the returned mc3302 extension set components was measured (g-3g-629) at 5" in length when a full length tube is 5.5" in length. This suggests that 0.5" of the tubing is missing that would have extended outside the shuntless microclave bond pocket, hence no visible evidence of solvent on the end of the tubing. The end of the tubing that was separated was visually analyzed and it appears to have been cut with a sharp instrument. The DHR for lot # 3710736 and relevant commodities were reviewed and there were no non-conformances found that would have contributed to the reported complaint.